Event description:
It was reported that during an interventional procedure in a de novo, moderately tortuous and moderately calcified mid circumflex coronary artery, pre-dilatation was performed. The xience nano rx 2.25 x 12 mm device was advanced, without resistance, to the lesion and an attempt was made to inflate the balloon, but the balloon would not inflate with the inflation device. The xience nano was removed from the patient anatomy without resistance. Upon removal, the balloon catheter showed signs of blood within the inner member. Another same size xience nano was used in the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft tear was confirmed. The inflation failure could not be tested as a result of the condition of the returned device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.